Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the patient was admitted to the hospital due to "pain in the left heel caused by a fall and inability to stand for 3 hours". Physical examination: swelling of the left heel and ankle, obvious tenderness in the heel and lateral malleolus, acceptable flexion and extension of the ankle joint, normal muscle strength and muscle tone in the distal limb, normal blood supply to the extremities, and no obvious abnormalities in sensation at the extremities. Auxiliary examination: (B)(6) 2025: x-ray: multiple fractures of the left calcaneus, and the distal end of the left lateral malleolus is irregular. The diagnosis results: multiple fractures of the left calcaneus and hypertension. Diagnosis and treatment process after the patient was admitted to the hospital, relevant examinations and tests were completed. Symptomatic treatment such as pain relief, swelling reduction and thrombosis prevention was provided to the patient. After the swelling subsided, an open reduction and bone grafting internal fixation surgery for the left calcaneal fracture was performed under intravenous anesthesia on (B)(6) 2025. During the operation, bone graft replacement materials were used to fill the bone defect area. The anesthesia was satisfactory and the operation went smoothly. The patient was safely returned to the ward after the operation. Symptomatic treatments such as reducing swelling, relieving pain and preventing infection were given, and the healing of the incision was observed. During the hospital stay, the condition was stable. Postoperative x-ray reexamination showed that the fracture was well reduced and the internal fixator was in place. Eleven days after the operation, a sudden purulent and bloody exudate with sediment drainage occurred at the wound site. Vsd negative pressure sealing drainage was placed. Re-examination of blood routine, crp, and procalcitonin showed no significant increase. Bacterial culture indicated staphylococcus epidermidis contamination. Four days later, after the negative pressure device was removed, there was still purulent and bloody exudate. Wound dressing change and anti-infection treatment were given. On (B)(6), the left heel was debrided under nerve block anesthesia again, with antibiotic bone cement placed and vsd negative pressure sealing drainage performed. During the operation, bone graft materials were removed and vancomycin bone cement was filled and covered at the defect site. One week after the operation, the negative pressure sealing drainage device was removed and debridement and suture were carried out. After the operation, continue symptomatic treatment such as anti-infection and improvement of microcirculation, observe the healing of the wound, and remove the stitches two weeks later."